Event description:
The customer contact reported the pump powered off by itself without an adequate response time. The pump was returned to the biomedical engineering department with an unsigned note that stated, "pump #1 suddenly shut off in the middle of infusing a medicine for the patient's bp." Reportedly, the pump was plugged into ac power. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.